Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the blade that was being used with the attachment device would fall out. It was reported that there was a 5-10 minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the blade that was being used with the attachment device would fall out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had corrosion/rusting/pitting, could not engage the attachment - coupling, and the device could not secure/lock the cutter. It was further determined that the device failed pretest for general condition, check function of locking knob on tool coupling, and check function of quick saw blade coupling. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance.